Event description:
It was reported that a user experienced hyperglycemia after a breakfast announcement while using the ilet, with blood glucose measured at 214 mg/dl and trending down; device checks showed no delivery issues, the infusion site appeared dry and intact, tubing was connected correctly, and drops were observed during a fill tubing step, with no alerts generated. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no device alarms. Investigation included guided troubleshooting of insulin delivery, infusion site assessment, tubing connection verification, and confirmation of insulin flow via fill tubing. Investigation of this case revealed no device malfunction or component failure and no delivery obstruction detected during the check. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.